Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and right ventricular (rv) lead due to non-function. Insertion of a spectranetics lld ez lead locking device (lld ez) was attempted, to provide traction, but was unable to advance past the subclavian/innominate vein. Therefore, a cook medical needle's eye snare was used. Extraction of both leads was completed with a spectranetics glidelight laser sheath, and a spectranetics 13f tight rail rotating dilator sheath. After removal of the rv lead with the tight rail, transesophageal echocardiogram (tee) was checked, and no hemodynamic changes were noted; however, it was noted that the lead was a moderate piece of the heart embedded within the screw on the tip of the lead. During re-implant of the leads, the patient's blood pressure began to drop, and rescue efforts began, including CPR, bypass, and sternotomy. A rv perforation was discovered and repaired, and the patient survived the procedure. Although spectranetics devices were used during the lead extraction, the glidelight, tight rail, and lld were not being used when the injury occurred. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).